Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead portion of the vdd right ventricular (rv) lead exhibited undersensing. The atrial sense portion of the rv lead was capped. A planned pacing lead replacement was opened and not used due to patient anatomy. The vdd rv lead remains in use. No patient complications have been reported as a result of this event.